Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had inserted his sensor earlier that day; he allowed around 15 minutes for wetting period to complete and 2 hours for initialization and the sensor signal value remained at 0.00. Customer stated he charged the transmitter and performed a test plug procedure then he attempted three times to link to new sensor and was unsuccessful. Blood glucose value is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and the electrode was found bent. The sensor failed the inspection.